Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The customer heard a beep coming from the insulin pump. The insulin pump beeped every two hours. The insulin pump was set to vibrate but it continued to beep. The insulin pump did not allow her to go to a different menu. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.